Manufacturer narrative:
This ipg serial number is included in a field advisory and a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the pt experienced a sudden loss of stimulation and subsequently was unable to initiate communication between the ipg and the external devices. The pt also indicated the ipg pocket area heated up during this time. Replacement external devices were used to no avail. The pt underwent surgical intervention to explant and replace the system ipg. Effective stimulation has been restored.